Event description:
The reported issue was mechanical hardware failure (av sticky valve). A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue.

Manufacturer narrative:
Note - this issue was logged into a system used for customer implementation notes but did not have an accompanying product complaint opened for it. This was identified during continuous improvement activities. An internal CAPA was opened to address process gaps. One of the resulting actions of the CAPA was to perform a retrospective review and submit MDR's as necessary.

Event description:
The following has been reported: biomed reported: "I have another pump that the pins will not stay unstuck. I can free them but if it sets overnight, they are stuck the next morning." If problem persists after thorough pin cleaning will open a complaint. Biomed reported cleaning the pins again and ran test infusion and passed, unit was returned to patient use. No adverse event was reported. Pump was not returned for evaluation, however a review of the pump historical logs indicate that there was a mechanical hardware failure (av sticky valve). Fresenius kabi is submitting a retrospective report based on the av sticky valve; this has been previously attributed to a buildup of material that can affect the operation of the valves. A communication that provides additional training on proper cleaning materials and techniques had been released to customers in may 2024.